Manufacturer narrative:
The event occurred in (B)(6). Product unavailable for return.

Event description:
It was reported that the infusion set was leaking from the cannula at the headset. The self-adhesive of the infusion set was wet. No adverse event was reported. The infusion set is unavailable for return.